Event description:
The customer reported that the side-firing fiber was noticed to have commended forward firing at 14,468 joules during a prostate procedure. It was reported that after the failure of the fiber, the procedure was abandoned. Details regarding how the case was completed were not provided. The MFR has requested add'l info, which has not been obtained. There was no report of pt injury. The procedure had been initiated with a different fiber, which was also reported (ref MFR report# 2937094-2012-00386).

Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber.